Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patent reported left side "pain under breast and performed a mammary ultrasound (us), which showed liquid cysts." Healthcare professional reported capsular contracture baker grade iii, "nodules of varying sizes" and "afraid to keep prosthesis". The device remains implanted.

Event description:
Patient reported left side "pain under breast and performed a mammary ultrasound (us), which showed liquid cysts." Healthcare professional reported capsular contracture baker grade iii, "nodules of varying sizes" and "afraid to keep prosthesis". The device remains implanted. Patient reported swelling and seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.